Manufacturer narrative:
Investigation: the complaint of bad image being displayed on the ultrasound system was investigated. The probable root cause was due to was acoustic array de-lamination from user mishandling. The user was advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under sedation was under undergoing ablation of atrial fibrillation (afib) procedure. The catheter was already inserted into the body of the patient. During the procedure, the doctor was using the catheter to look at the patients' anatomy in preparation for performing a transeptal puncture of the septum when the it was noted that a bad image was displayed on the ultrasound system. The doctor removed the catheter and reinserted a replacement catheter into the patient to complete the afib procedure. The doctor did not have to reboot the system. There was no loss of data and there was no patient adverse event reported. According to the clinical specialist who was present and observing during the procedure, the physician commented that the patient had some unusual anatomy as he was advancing the acunav catheter into the body. The physician's manipulation of the catheter to navigate the patient's anatomy could've been the cause for the poor image quality. No additional information was provided.